Manufacturer narrative:
Additional information device available for evaluation? Yes. Returned to manufacturer on: 7/2/19. Device returned to manufacturer? Yes. Device evaluation: the product was received dry in a jar. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implant of an intraocular lens (iol) the patient experienced a myopic miss. The lens was explanted and replaced with a different model lens of an unknown diopter. At explant no vitrectomy, incision enlargement or sutures were required. The patient is reported to be doing well. No additional information was provided to johnson & johnson surgical vision.